Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from october 18, 2014 to october 19, 2014. The device evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed particulate matter floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the balloon of a large volume folfusor. This was observed after the device had been filled with an unspecified amount of levobupivacaine. There was no patient involvement. No additional information is available.